Manufacturer narrative:
Qc was within the customer's established ranges. On (B)(6) 2010 the customer performed system check, which met specifications. The customer performed a diagnostic system check, which failed the wash portion. A bci field service engineer (fse) performed a preventive maintenance. Fse ran system check and qc; both were within specifications. Fse did not note any hardware issues with the unit. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous elevated accutnl result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory. The erroneous sample was retested on the same unit and lower result was obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.